Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests or verify no reservoir alarm due to critical pump error (open book image) alarm. Unable to confirm battery cap damage due to battery cap not come with unit. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a no reservoir alarm. Customer stated that insulin pump was not alarming when reservoir is empty. Customer performed self test and insulin pump alarmed change battery occurred. Customer stated that battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.